Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited less than 200 ohms impedance in both unipolar and bipolar configurations. It was noted that the lead had a known fracture. When forcing right ventricular pacing, the patient complained of feeling stimulation in the chest. The physician elected to program the system aair and monitor the patient.